Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons reportedly were sticking and hard to press. The up/down arrow keypad buttons reportedly required multiple button presses to elicit a response. The issue reportedly has occurred for quite some time. It was noted that the patient was able to bolus from the pump. The reporter denied damage to the pump this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.